Manufacturer narrative:
Mrn reported as mrn: (B)(6). Patient ethnicity is unknown. It is unknown when lag screw began to migrate. This report is for an unknown tfna lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date is unknown date in (B)(6) 2018. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a trochanteric fixation nail advanced (tfna) with lag screw insertion procedure in (B)(6) 2018. On (B)(6) 2018, the patient started to experience pain. It was noted during x-ray on (B)(6) 2018 that the patient had a lag screw that was protruding through the head of the femur and was pressing on the iliac artery with possible risk of exsanguination. On (B)(6) 2018, implant was removed. It is unknown if there was a surgical delay. Patient outcome is unknown. Concomitant device reported: 11mm/125 degree titanium cannulated tfna 235mm/right ¿ sterile (part: 04.037.114s, lot: unknown, quantity: 1). This report is for an unknown tfna lag screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Clarified scope of explantation procedure. Without a lot number the device history records review could not be completed. An x-ray of an unknown head element, with the allegation of migration, was returned. The x-ray shows a nail, head element, and screw. The complaint cannot be confirmed because the angle of the x-ray does not show any failure. A risk documentation review showed that this complaint condition is adequately covered by the risk assessment. There is no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause could be determined. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the entire tfna construct was removed.